Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was returned and evaluated, the events were confirmed, and the device did not meet the standard specifications. 1. The physician completed procedure by replacing the tower (device unknown) of another system. 2. ¿error code b30¿: error message: scope communication error: the cause was the electrical contact points at the scope-jack were attached to foreign bodies (chemical residue, water smudge, sebum, dust, gauze bubbles, etc.), therefore, it cannot communicate with the endoscope. 3. ¿no image¿ occurred due to failure of the combined video telescope (wa50042a) device. Further findings were as follows: error code: e216: error message: reconnect the scope, communication error. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use for a therapeutic upper lobectomy procedure, the video system center was connected to the video telescope. Error code b30 was displayed, and the image was not displayed. The device was then reconnected, restarted and error code e216 (communication error was displayed. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.